Event description:
A patient reported blood glucose results of 4.2 mmol/l with a lifescan meter and 7.1 mmol/l on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The pt retested on and obtained readings of 7.4 mmol/l and 7.8 mmol/l on the reported meter. This case would still be reported because the above comparison fell outside the expected range of accuracy.